Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿needles experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Consumer stated that the needle shield was not difficult to remove. Lot #: 9077934. Catalog #: 328290. Date of event: (B)(6) 2020.

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿needles experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Consumer stated that the needle shield was not difficult to remove. Lot #: 9077934. Catalog #: 328290. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub separated and stayed inside of shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9077934. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch was created for raised shield detector not working. Corrective action: the cameras were verified.